Event description:
Product analysis was completed on the computer serial cable.no anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.the vns computer is performing as intended with the new serial cable per the reporter, ruling out any potential issues with the computer or programming wand.

Event description:
Reporter indicated that during a vns generator replacement surgery, a vns (B)(4) computer serial cable appeared to be faulty, as the system could only be used if the serial cable was held in a certain position. A different computer system was used to complete the surgery. The suspect serial cable has been returned and is pending analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.